Event description:
A physician reported a pt who was skin tested on 11 september 1998 and 2 october 1998, with negative results. In 1999, the pt was treated at the bilateral nasolabial folds, the vertical lip lines, the periorbital lines, and the nasolabial folds. About 2 months later the pt noticed erythema at the nasolabial folds, which had not resolved as of 1/2 month later. The local symptoms were considered by the physician to be product related. The pt was treated with ry lorastyne tab orally in 1999. Effectiveness of the treatment was not known.